Event description:
The customer reported that during use of this tendon stripper to harvest the graft for an acl reconstruction of the right knee, the tip detached and had to be retrieved. There was no injury to the pt and no significant delay reported.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for eval on november 4, 2009. A visual examination confirmed the cutting tip detached from the shaft. Additional analysis for this failure is in process, and conmed linvatec will send a follow-up report upon completion of this analysis. The instructions for use cautions the user: exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage.